Event description:
Pin part of checkpoint broke off inside patient pelvis. Case type: tha.

Manufacturer narrative:
Reported event: pin part of checkpoint broke off inside patient pelvis. Product evaluation and results: as per the image provided in the communication log , the broken checkpoint can be seen. Product history review: review of the device history records indicate (B)(4) were manufactured and accepted into final stock on 09/03/2019. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111653, l/n w65973-1 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode was determined as per the image available in the communication log of the broken checkpoint , as per the communication the remaining part was left in patient body. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Pin part of checkpoint broke off inside patient pelvis. Case type: tha.